Event description:
Customer reports, drawer on pyxis anesthesia system failed. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: customer discovered and resolved physical item obstruction causing drawer failure. This jam was due to over-stuffing of the drawers.